Event description:
Information was received from a healthcare professional and manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that healthcare professional (hcp) received a call from patient's spouse. Patient's spouse stated that wife recently received a neurostimulator for their intestines and they wondered whether this could cause interference with patient's diabetes pump. Further information was received from manufacturer representative (rep). They had the had the impression that implantable neurostimulator (ins) interfered with the diabetes system as patient was kicked out the smartcard app. There was no known cause. Patient switched interstim off, then no issues. After switching it on, patient faced issues with the smartcard app again. It could be coincidence; however, patient was not sure about it. Patient will see what happens the coming months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.